Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of detachment of device component and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the cheeks (ck1). While injecting to the ck1, the "filler squired all over" the patient's external cheek and "not a single drop" has gone into the ck1. The healthcare professional did some troubleshooting and found that "the needle itself is quite loose for the syringe" and had to use forceps to completely lock it. The device did not have contact with the patient and there were no injuries.